Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was not reproduced. The upstream occlusion was verified through a review of the event history log and found during a visual inspection to be caused by cracks on the upstream sensor tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.